Manufacturer narrative:
Manufacturing investigation evaluation: it was reported that a torque limiting handle was not giving way at 5nm during a veptr ii extension procedure. The complaint could not be confirmed. The instrument had the torque value check and the readings were between 6.29nm and 5.75nm. The torque was verified and was found to still be within the specified torque value. The following torque values were recorded during testing: 6.29, 6.21, 6.12, 6.09, 6.07, 5.92, 5.94, 5.75, 5.89, and 5.89nm. Relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Vendor certification of 5 +1.4/-0 nm torque were required at release. The test values recorded during the investigation by the supplier were within the drawing specifications. No manufacturing related issue was identified and/or confirmed an expiration date was reported on the initial medwatch in error. This instrument does not have an associated expiration date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the DHR review for part#03.641.002 supplier lot#90743 / synthes lot#6267231, release to warehouse date: november 16, 2009, supplier- (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a veptr ii extension that a torque limiting handle was not giving way at 5nm. Intraoperative it was felt that the torque limiting handle was not appropriately calibrated to give way at 5nm. There was a 10 minute delay in surgery. The surgeon hand tightened 1 nut as it seemed the torque limiting handle was not giving way at 5nm. The surgery was successfully completed. This was a scheduled and planned extension as the patient is pediatric and extension was required for growth of the patient. No additional information available. This report is 1 of 1 for (B)(4).